Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. Additional information obtained from the field indicated that the patient was shot. The exit wound for the bullet was so close to the pacer pocket that it caused an opening in the original pacer incision. It also caused the device to migrate requiring extraction. No additional adverse patient effects were reported.